Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s ((B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a piepline failed to open as the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with dense mesh stent plus coil embolization, lo cated on the lateral aspect of the ophthalmic segment. With a max diameter of 6mm and a 5mm neck diameter. The landing zone was 3.6mm distally and 4.1mm proximally. The access vessel for this procedure was the femoral artery which measured at 9mm. It was noted the patient's blood flow was xxx and vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered and the pru level was 1.the angiographic result post procedure it was reported that the operator planned treatment with a dense mesh stent plus coil embolization. The cavernous segment vessel was assessed as tortuous and classified as a type IV cavernous segment. After the phenom 27 and echelon microcatheters were positioned, the dense mesh stent was delivered. Based on the vessel diameter, a 4-20 stent was selected. The stent was hydrated on the back table and then delivered. After the stent was advanced to the straight segment of the middle cerebral artery, stent deployment was initiated. The stent opened smoothly and achieved wall apposition. The operator performed pull-back positioning and continued deployment to the anterior bend of the cavernous segment. At this point, the mid-portion of the stent did not open fully and was not well apposed to the vessel wall. The operator released additional stent length, locked the microcatheter and delivery guidewire, and performed push¿pull and gentle oscillation maneuvers. After confirming stent opening, the y-valve was loosened and deployment of the remaining portion was continued. At that moment, the entire system suddenly slipped, and both the stent and the microcatheter migrated from the aneurysm region to the posterior bend of the cavernous segment. The operator attempted to remove the stent by withdrawing it into the microcatheter and removing it from the body. At that time, it was noted that the stent had been dislodged within the microcatheter and could not be removed. A new phenom 27 microcatheter and a 4-25 ped were then used instead.) The catheter was flushed and all devices were prepared as indicated in the IFU. The pipeline was not used for an indication that is not approved (off-label) and no patient complications were associated with this event. Ancillary devices include a qc-5-12-3d,qc-4-10-3d, apb-3.5-10-3d, apb-2-8-3d coils, synchro14 guidewire, phenom27 and echelon10 microcathter, 8f guiidng guide catheter.

Event description:
Additional information received reported that there was only one stent within the vessel during the occurrence of the event. It was clarified that significant resistance was encountered during delivery, and that the operator advanced the device to the target position by overcoming the resistance. The distal end of the pipeline was implanted at the intended location. The device jumped during deployment and the mid segment of the pipeline did not fully open when placed in a bend. Additional steps taken to open the pipeline were when the operator released a sufficient length of the stent and performed back-and-forth manipulation at the curved segment, with alternating tension and relaxation, to facilitate stent expansion and apposition to the vessel wall. The overall cause of failure was not determined, the possibility that coils or the microcatheter affected stent opening was discussed with the operator and subsequently ruled out. Another consideration was whether damage to the stent prevented full expansion; however, the stent was trapped at the microcatheter hub and could not be retrieved, so this could not be confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h3 product analysis has been updated. As found condition: the pipeline flex braid was returned stuck inside the phenom 27 catheter hub, within a bio-hazard bag, and a shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid appeared to be detached from the pushwire and stuck inside the catheter hub. The distal and proximal ends of the braid were found open and frayed. The middle section of the braid was not open and frayed. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned between 7.5 cm and 14.8cm from the distal tip. No other anomalies were observed. Testing/analysis: the braid was removed from the catheter hub with difficulty. The total and usable length were measured within s pecifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, the resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer's report of a "failure to open at the middle section" was confirmed. The middle section of the braid was indeed not open and showed signs of fraying. Possible reasons for this failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer mentioned that the vessel tortuosity was severe and that the braid was placed in the vessel bend. Consequently, the combination of severe vessel tortuosity, braid damage, and deployment in the vessel bend likely contributed to the failure to open in the middle section. Damage to the braid may have occurred due to resheathing more than twice, over-manipulation, the deployment technique, or deploying and retracting the delivery wire against resistance. However, the cause of the braid damage could not be determined. The customer's report of "device opens prematurely" was confirmed, as the braid was found to be detached and stuck inside the catheter hub. The cause could not be determined. Possible causes include high force delivery, resistance, over-manipulation. The customer's reports of "movement during deployment" and "catheter kicks back" could not be confirmed. Possible causes for these issues could include vasospasm, severe vessel tortuosit y, and high-force delivery. The reports of "resistance during delivery" and "resistance/stuck in the catheter hub" were confirmed, as the braid was found stuck inside the catheter hub. Observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) indicates that high force was applied. This damage may have resulted from the customer¿s attempts to retrieve the pipeline flex through the catheter against resistance. Potential reasons for this resistance include vessel tortuosity and a failure to maintain continuous flushing with heparinized saline during the procedure. The customer did not specify whether a continuous flush with heparinized saline was used, so this cannot be ruled out as a possible cause. Nonetheless, the customer did report that the vessel's tortuosity was severe. In this event, the severe vessel tortuosity may have contributed to the resistance issue. The phenom 27 catheter is compatible for use with the pipeline flex delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.